Manufacturer narrative:
Please note that the device in complaint was not expected to be returned; however, on 10-oct-2019 the device was received. Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 111.0 and 120.0 cm from its proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds. Conclusions: evaluation of the returned smart coil revealed offset coil winds on the proximal end of the embolization coil. This type of damage typically occurs if the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement. During the functional test, resistance was encountered as the embolization coil bunched up inside its introducer sheath, and the smart coil could not be advanced any further. In addition, the smart coil was returned with the introducer sheath completely off its pusher assembly, therefore, some of the offset coil winds may have occurred from packaging of the device for return. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician experienced resistance while attempting to advance a smart coil within its introducer sheath; therefore, it was removed. The procedure was completed using a new smart coil. It was also reported that flushing the smart coil did not solve the issue. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.